Manufacturer narrative:
Evaluation summary: the delivery catheter was returned to gore for analysis. The engineering evaluation stated that the distal end of the leading olive was damaged. The polyimide was approximately 49 cm from the end of the outer shaft. The polyimide was not able to be removed using a gentle tug. The findings from the evaluation are consistent with the physician¿s observations. The root cause for the difficulty in removing the catheter from the guidewire could not be determined with the available information.

Manufacturer narrative:
(B)(4). Concomitant medical devices: plc161400/(B)(4), dsl1228/(B)(4), dsl1628/(B)(4). The review of the (manufacturing, sterilization, packaging, boxing) paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprosthesis featuring c3 delivery system. It was reported that the trunk-ipsilateral leg component ((B)(4)) was advanced from the left side via a 16 fr gore dryseal sheath ((B)(4)) and deployed 3mm below the renal arteries. During the final angiography it was realized that the ipsilateral leg of the (B)(4) was covering the very stenotic and small left internal iliac artery. However, it was mentioned that the left internal iliac artery is filling collaterally from the right iliac artery. The physicians are hopeful that this will continue for the patient and that he will be unaffected. Additionally it was reported that the catheter of the (B)(4) was extremely difficult to be subtracted from the lunderquist stiff guidewire after it was deployed and removed from the patient. A clamp was needed remove the catheter from the wire. The patient tolerated the procedure and is being currently being monitored.